Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system became unresponsive while trying to delete patient exams. The representative replaced the axiem chain on the system. The system then passed the system checkout and was found to be fully functional after deleting the patients and replacing the axiem chain. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system became unresponsive while the site was deleting patients today. The nurse mentioned that the system had gone unresponsive a few weeks ago while loading a patient exam. It was also noted that prior to deleting the patient exams, the system had 45% free space. The rep selected about 20 patients and when choosing to delete them, the system became unresponsive for about 12 minutes, with a blank pop-up showing on the screen. After 12 minutes, the patients were deleted and the system had 91% free space. There was no patient involvement when this issue was identified.